Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2022 / serial #: (B)(4) UDI #: (B)(4), device available for evaluation: no, mfg date: 17-nov-2021 labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a low battery alarm when the controller was connected to a controller alternating current (cac) adapter and a fully charged battery. When the patient disconnected from the cac adapter, there was a blinking red alarm and then the controller screen went blank. The controller sounded like it was trying to alarm but couldn't get out a continuous tone. The patient felt the ventricular assist device (vad) stop briefly and confirmed that the battery was still connected at the time of the power source change. Then, the patient connected a second battery and the vad restarted. It was also reported that review of logfiles showed the event was associated with an unexpected controller power loss that could have been from an accidental double disconnect when switching power sources. The controller and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial#(B)(6) h6:FDA method code(s): b15, b17 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02 h6: FDA img code:g0403401 product event summary: the controller (con311085) and one (1) battery(B)(6) were not returned for evaluation. Review of the controller log files revealed a controller power up event with associated pump start event logged on 24/apr/2022 at 06:58:02. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). Several momentary disconnections involving (B)(6) were observed leading up to the loss of power. Momentary disconnections will result in an audible tone or 'beep'. The controller was without power for ten (10) seconds. During a loss of power event, the controller screen will be blank, and upon controller start up, the alarm indicator on the controller's front panel will flash red. It is likely the observed momentary disconnections was perceived by the patient as the reported ¿low battery alarm¿. As a result, the reported :low battery alarm" and loss of power events were confirmed. The reported power consumption issue event could not be confirmed. (B)(6) was lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller alarm ¿couldn't get out a continuous tone¿ may be attributed to, but not limited to, a damaged speaker and/or a faulty internal component. Based on the available information, a possible root cause of the reported ¿low battery alarm¿ can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.